Manufacturer narrative:
Batch review performed on 06 february 2018, lot 165815: (B)(4) items manufactured and released on 11 jan 2017. Expiration date: 2021-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Additional surgery performed due to bone fracture 10 days after primary. No medacta implants were revised. The surgeon cabled the fracture.